Event description:
It was reported that this rv lead was repositioned due to cardiac perforation and loss of capture. Also reported that a small effusion occurred, according to sales representative, this complication resolved on its own, no additional interventions were required. No additional adverse patient effects were reported.